Event description:
Reported due to bleeding. Physician attempted an arteriotomy closure with the proglide device after a diagnostic procedure. The pt had a 24 cm sheath in their groin. The arteriotomy site was "high and well over the femoral head." The pt complained of pain when device was first inserted and deployed. At some point following the procedure the pt was sent to radiology where a "test showed a leak very close in the proximity to the stick." An un-named covered peripheral stent was placed and the leak was contained. Subsequent to this procedure the pt has had a "lot of blood in the peritoneal" cavity. The pt was admitted to the intensive care unit for observation and was reportedly not doing well. Although requested, no additional info was provided.